Event description:
The customer reported having unexplained high blood glucose of 480mg/dl, and she has treated with manual injections. The caller stated that she removed the cannula, and it was bent, but the insulin pump had not alarmed no delivery. Advised the customer that she may need to use longer cannula lengths as the customer stated that she has a lot scar tissue. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.